Event description:
Procedure: laparoscopic nissen fundopilication. During the procedure the pt's liver was perforated when the port device was inserted into the surgical cavity. The reporter stated this may have been due to the safety shield not advancing properly and leaving the knife blade exposed. The surgeon searched for the site of the bleeding and plugged the wound with surgicell which appeared to work for some time. However, because the surgeons vision was impaired the procedure was then converted to an open procedure and blunt sutures were used to close the liver and proceed with the operation. The pt was sent to hdu, will be kept in for 2 days in total, and to date has received two pints of blood. According to the report intervention added 2 1/2 hours to the procedure.